Event description:
It was reported that during an open right hemicolectomy, the firing knob was broken off at the 4th firing of functional end to end anastomosis. The firing force became much higher than expected when the knife reached an existing staple line, and then the knob broke. After that, the firing was completed by moving forward the proximal end of the knob with a pean forceps. The deployed staples were formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.